Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: failure of the light unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had an error code e105. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the e105 was displayed due to a failure in the light-emitting diode (led) unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no delay and the patient was not under anesthesia.